Manufacturer narrative:
A pride representative completed an on-site inspection of the device. The device was working properly. The consumer is still using the device. Unable to confirm complaint since no failures were detected and the device operated within specification.

Manufacturer narrative:
Device not available for evaluation. Will submit a follow-up investigation report should the device become available.

Event description:
Claimant alleges that he was coming through his front door and the joystick malfunctioned causing him to run into the door jam, catching his foot, resulting in a broken left leg.

Event description:
Claimant alleges that he was coming through his front door and the joystick malfunctioned causing him to run into the door jam, catching his foot, resulting in a broken left leg.